Event description:
It was reported that there was an issue putting the stylet back in the lead. The patient outcome after the surgery was normal, and it was reported that the patient status was fine.

Manufacturer narrative:
Analysis of lead model 3778-75, serial# (B)(4) showed no anomalies. The stylet was returned fully inserted into the lead. The stylet was able to be removed and then reinserted into the lead.